Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation, analysis of the returned device identified: creases flat, opening linear on posterior and delamination diaphragm valve. Leak test and microscopic analysis was performed which identified: striated opening on posterior, missing diaphragm valve and total delamination valve. Based on the device analysis the final assessment is: a total delamination of the valve (adhesive failure) a striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.